Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor had a bubble. Review of the event history log showed occurrences of "cassette not attached properly" alarms. Functional tests were performed and the pump passed all tests. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was replaced as a preventive measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a "reattached cassette" alarm. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.